Event description:
The patient reported that their v-go 30s have been falling off for the past several months. No specific event dates or number of occurrences were provided. The patient reported that she finds the v-go falls off in her bed, in the shower, amongst other places. No devices are available for return to the manufacturer for evaluation.